Event description:
Surgeon felt like the springs in the handle snapped. The stapler did not fire. A new handpiece was opened to complete procedure. Per hospital, manufacturer provided tracking number and product return packaging.